Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted during a diagnostic laparoscopy + adhesiolysis + robotic sacral colpoperineopexy + robotic paravaginal repair + robotic rectocele repair + desara retropubic sling + cystoscopy procedure performed on (B)(6) 2020, for the treatment of pelvic organ prolapse. On (B)(6) 2022, the patient experienced pain following sacrocolpopexy. Findings included pelvic organ prolapse consistent with prior to clinical examinations, mild anterior vaginal wall prolapse, no vaginal mesh exposure on visualization or palpation, and tight mesh sacrocolpopexy bridge revised to be under no tension. In the physician's assessment, the risks and the benefits of mesh release vs partial mesh excision and robotic vs open was discussed. The patient would like to have robotic surgery with 4 instead of 5 incisions if it is possible instead of open to reduce postoperative pain. She is comfortable with either a mesh bridge release to release the tension, a mesh bridge revision to decrease the tension, or a partial mesh excision depending on intraoperative findings. There was a plan for robotic mesh release, mesh revision (i.e., lengthening), or partial mesh excision based on intraoperative findings. Possible partial vaginal mesh excision if any recurrent exposure (none seen in clinic). The physician advised to release the tension and remove any mesh that appears abnormal, but the patient might have persistent pain after surgery, particularly from levator spasm on the left side and may need to do more physical therapy after recovering from surgery. The patient underwent xi robotic assisted laparoscopic sacrocolpopexy revision. During the procedure, the blue mesh bridge was isolated from the underlying tissue, and then 0-prolene sutures were placed inferior and superior to the isolated portion of mesh. The mesh was incised between the sutures, and the mesh retracted to the point where it was under no tension, approximately 3cm apart. A piece of covidien pariotene macroporous white mesh was cut to 2cm wide and 6cm long and attached to the mesh using the 0-prolene sutures such that the mesh bridge was under no tension. The peritoneum was closed over the mesh using sutures. The pelvis was irrigated. The 12 mm port was closed with the endoclose device using 0 polysorb. The patient was awakened from anesthesia without difficulty and was taken to the post anesthesia care unit in good condition.

Manufacturer narrative:
Block b3 date of event: date of event was approximated to (B)(6) 2020, implant date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Surgeon for revision surgery: dr. (B)(6). Block h6: imdrf patient codes e2330 and e2333 captures the reportable events of pain and prolapse. Imdrf impact code f1905 captures the reportable event of mesh excision surgery.